Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4614114. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in one of the exhaust tube of the pump. Testing revealed this to be a site of leakage. Abrasion was noted surrounding this separation. Abrasion was also noted on the other exhaust tube of the pump. A separation was noted on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striations, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, the abrasion marks noted on both pump exhaust tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo, resulting in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, the observed instrument separation in the exhaust tube of cylinder 1 occurred subsequent to the device packaging being opened. The tow sutures were still attached to both cylinders, which indicated that the cylinders were never implanted. Most likely the separation noted on the exhaust tube of cylinder 1 occurred inadvertently when separating the cylinders in preparation of implanting the new pump. This separation is not associated with the cause for failure.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - pump tubing leakage.